Event description:
All attempts for further information from the reporter have been unsuccessful to date.

Event description:
Reporter indicated a vns patient was experiencing increased depression on (B)(6) 2012. The vns output current was increased from 2.25ma to 2.5ma as an intervention. Attempts for further information are in progress.